Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a pump is alarming no disposable. Instructed the patient to hit start/stop button to silence alarm, review settings and power the pump off. The patient closed the clamp and removed the cassette. Instructed the patient to gently tap cassette to disperse air bubbles in the line and press green release. Replaced cassette and powered pump on and the pump continues to alarm. Powered the pump off and removed cassette, gently tapped cassette and massaged line to disperse air bubbles in the line and pressed green release. Replaced cassette and powered pump on, and pump continued to alarm. Powered pump off. The clamp remains closed. There was no patient harm. There was no patient injury.